Event description:
Reported as: "device is very difficult to puncture because turned over. After an odeoscopy, puncture empty lapband. Defective catheter because of leakage. Change under laparoscopy."

Manufacturer narrative:
Taper ii the product associated with this report has not been returned and was discarded after surgery by the reporter. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. Inamed has not received the product at this time. Therefore, no analysis or testing has been done. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing." "Caution: failure to create a stable, smooth path for the access port tubing, without sharp turns or bends, can result in tubing breaks and leakage." "Care must be taken during band adjustment to avoid puncturing the tubing which connects the access port and band, as this will cause leakage and deflation of the inflatable section." Device labaeling addresses the reported event of displacement as follows: "care must be taken to place the access port in a stable position away from areas that may be affected by significant weight loss, physical activity, or subsequent surgery." "Migration of the band and/or tipping of the access port can occur, resulting in reduced weight loss, weight gain or other complications, and possible reoperation to remove or reposition the device."